Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported having symptoms /adverse events potentially related to their implanted device. Caller said they were in the hospital all last week and when agent asked if this was related to the manufacturer device caller stated they are not sure. Caller said that on their right leg (same side as ins) from the butt cheek to the toe is numb and they are feeling pins and needles sensation. Caller stated it is painful too (but they always have some pain in the leg). Patient said it's getting a little better but the pain was so bad in the hospital that they couldn't even lift it up or move it. Caller said they think it could be scar tissue or something because they never got it taken care of and something, maybe nerves, could be growing around it. Agent redirected patient to their healthcare provider to further address the issue.